Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately one week following an index ablation procedure, the patient presented to the emergency department with fatigue, palpitations, an irregular pulse of 122, and effort intolerance attributable to atrial fibrillation with rapid ventricular response. A 12-lead electrocardiogram confirmed atrial fibrillation with rapid ventricular response. The patient had a new hospitalization for this event and received an intravenous potassium channel blocker loading dose over 24 hours, followed by potassium channel blocker 200 mg twice daily for one week and then 200 mg once daily. Electrical cardioversion was performed successfully, and the patient was discharged from the hospital with the outcome reported as recovering/resolving. No further patient complications have been reported as a result of this event.